Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following treatment. The cycler had alarmed for air detected in the cassette and treatment was discontinued. When removing the set the patient found fluid had leaked into the cassette area and onto the floor. He was advised to contact his nurse. During follow up the patient's nurse reported he was well. No adverse event or medical intervention due to the fluid leak. He was not prescribed antibiotics and continued pd without further issues. The set was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.